Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip, cds0601-xtr 90712u169 is filed under a separate medwatch report.

Event description:
This report is filed as the mitraclip, cds0601-xtr 90715u245, moved position post deployment and for chordal injury. It was reported that the patient presented with functional mitral regurgitation (mr) grade 4+, with an extremely large left ventricle with stretched chordae. The first mitraclip (cds0601-xtr 90715u245) had successfully grasped the leaflets. The pre-deployment assessment showed an mr reduction to grade 1-2. Once deployed, and delivery system released, the clip's implanted angle appeared to have shifted. The clip moved, however, had remained attached to the intended leaflets. The clip remained stable at this location. It was then observed that chordae had been captured with this clip, which was not observed before. The mr had slightly increased from the pre-deployment assessment, so another clip was attempted as treatment. A second clip (cds0601-xtr 90712u169) was attempted, however, was unable to capture the leaflets. During device re-positioning, the clip had become caught in the chordae. Standard troubleshooting was performed and the device (with the undeployed clip) was removed from the anatomy. The mr appeared to have worsened at this point. As treatment for the increased mr, a third clip (cds0601-ntr 90730u132) was attempted, however, difficulty grasping and capturing was experienced. At this time, ruptured chordae was also observed. It was thought that the ruptured chordae occurred with use of the first and second device, and not with this third device. This third device was not implanted and was removed without reported issues. There was no patient injury due to this third device. The mr had been reduced to grade 3-4 and the patient was in stable condition. The patient remains hospitalized and is on a wait list for a heart transplant. No additional information was provided regarding this issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined the reported partial clip movement appears to be related to patient morphology/pathology. The reported poor image resolution was due to difficulties with visualization due to equipment and shadowing from the shaft. The tissue damage was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.